Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated that he had felt symptoms of hypoglycemia, indicating that he begins feeling symptomatic when his blood sugar drops to around 100 mg/dl. He called paramedics due to that and his cgm reading in the 50's mg/dl (actual value unknown) with a straight down arrow. When the paramedics arrived, they checked his glucose by fingerstick, and it showed 83 mg/dl. He reported that the paramedics did not provide any treatment since 83 mg/dl is a normal glucose level. The event occurred the day the sensor had been inserted. At the time of contact, the patient was doing good. Data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session. No additional patient or event information is available.